Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during the fluid/air exchange of a surgical procedure a jet of fluid came through the cannula onto the retina causing an increase in subretinal fluid. Patient impact is currently unknown. Additional information has been requested but not received.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 28, 2017. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user setting error. (B)(4).